Event description:
An electrocautery hook caused a minor burn during a endometriosis case due to a tear in the cautery insulation. The cautery fired at a location other than intended. No surgical intervention was required and pt recovered completely. Possibility of serious injury was present.